Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that whenever they press the code summary button on their device, it powers off by itself.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and the electronic data logs downloaded from the device.   After a review of the keylog data, physio was able to verify that the device unexpectedly lost power several times; however during the physical evaluation of the device, the reported loss of power could not be duplicated.  Physio replaced the battery connector pins and reseated the battery wire harness and then proper device operation was observed through functional and performance testing.  The device was returned to the customer for use. The removed battery connector pins were further evaluated and observed to be visibly worn.  It was also observed that the batteries that had been installed into the device were 3 years old.  The worn battery pins and the aged batteries were determined to be the likely cause of the reported issue.